Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported falsely elevated carbon dioxide (co2) results were obtained on 60 patient samples on a dimension vista 1500 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse observed that the reagent probe 3 mixer was defective and that the block attached to the gray cable is detached from the mixer body. The cse replaced the reagent probe 3 mixer with the mixer from reagent probe 5 and replaced the belts for reagent arm 3. The cse performed an auto alignment, primed all probes, and performed a quick check, which all passed. The cse exited diagnostics and disabled reagent server 3 until the mixer on probe 5 is replaced. The cse performed qc, which recovered acceptably. On an additional service visit, the cse replaced the reagent probe 5 sample mixer on reagent server 3. The cse performed alignments, check 1, and sample management technology (smt), which all passed. Siemens further evaluated the event and concluded that the sample mixer potentially contributed to the falsely elevated co2 results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2025-00159 was filed for the same event for a different testing date.

Event description:
The customer reported falsely elevated carbon dioxide (co2) results were obtained on 60 patient samples on a dimension vista 1500 analyzer. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista analyzer. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). The customer provided 9 patient sample results, however, the customer also indicated that nearly 60 results were erroneous. The customer did not provide additional details on the additional samples. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.